Manufacturer narrative:
Add'l info: the root cause of the reported event cannot be determined with the limited info provided, although it is noted that the pt is relatively young and very active. Loosening is identified in the instructions for use as a possible adverse effect of hip arthroplasty. Device history records indicate that the device was manufactured and accepted into final stock with no reported discrepancies.

Event description:
It was reported that, "pt was at home going up stairs and felt sharp pain in their hip. They went to physician's office and an x-ray revealed a loose acetabular shell. During surgery it was noted there was no bony in-growth of the shell. A trident tritanium primary cluster shell was used as the replacement device. The x-ray showed a hip dislocation with a dislodged acetabular shell."